Manufacturer narrative:
Fractured solder joint on microprocessor due to potential impact damage upon receipt, the device would intermittently fail to power-up correctly with a known good pad-pak. This was attributed to a fractured solder joint on the microprocessor (u25). The fault could not be replicated after reflowing the pins of the microprocessor. The multiple components on the pcba bent out of position may indicate the device had been subject to an impact. This could have resulted in the fractured solder joints on the microprocessor. However, this could not be verified by other means i.e. There was no other evidence of impact damage on the device or pad-pak plastics. Given the intermittency of the reported fault along with periods were no self-tests were performed, this may suggest the device had been subject to an impact after the (B)(6) 2019. Furthermore, both returned pad-paks were found to be depleted beyond any use. This was likely due to the constant illumination of the instructional leds during attempted power-on, which would have led to a high current drain on the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event.

Event description:
There was no patient involved in this event.